Event description:
Patient was implanted with tfn nail, helical blade and locking screw on (B)(6) 2011. Patient was returned to the or on (B)(6) 2012 for removal of hardware. It was reported that there was a medial migration of the helical blade due to avascular necrosis. Patient was revised to a total hip replacement. The procedure was completed without complications. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.